Manufacturer narrative:
This report is submitted on november 23, 2020.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown). It is unknown what the infection treatment was. Further information is being sought from the clinic. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on 6 january 2021.